Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level after changing out infusion set. The blood glucose of the customer was 426 mg/dl. The customer declined troubleshooting for high blood glucose. The customer was treated with a bolus on insulin pump after changing out the infusion. The customer did not experienced any other symptoms. The insulin pump was on auto mode. The insulin pump will not be returned for analysis.